Manufacturer narrative:
Exact date of event is unknown; reportedly the event occurred sometime in 2018 complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a hardware removal and revision surgery of the locking compression plate (lcp) due to an infection. Originally, lcp plate and unknown screws were implanted on (B)(6) 2018. A new hospitalization was necessary with antibiotic therapy. It was unknown if there was a surgical delay to the patient reported. Patient outcome was unknown. This report is for a locking compression plate. This is report 1 of 2 for (B)(4).